Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. Cause of low bg was due to a manual injection delivered by the customer in addition to not having a continuous glucose monitoring session on the pump at the time of the event. Paramedics fed the customer a tube of frosting to address the bg. The customer reverted to an alternate method of insulin therapy.